Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During normal needle puncture of mediastinal lymph nodes, after first biopsy user detected the needle bent with crack at 1cm during second attempt. No more puncture, user retracted the needle into sheath and remove the device, and changed to another needle to complete the biopsy. Syringe conjunction area bent (B)(4). Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Patient/event info - notes: updated on 21nov2024 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No 5. If the device is a procore needle, is the device damage located at the notch / core trap? No information provided if no, please specify where the damage is located: _____________________ procore. 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Lung a. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. ¿¿¿¿¿¿ b. 2r 2l 4r ao ar 11ri 11s 4r. 7. Please describe the size of the intended target site. No information provided 8. If not with the device in question, how was the procedure performed and/or finished? No information provided 9. Was the device used in a tortuous position? No. 10. Are images of the device or procedure available? No. 11. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 14. What is the endoscope manufacturer and model number that was used? Pentax 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle advancement 17. Was difficulty experienced while retracting the needle? Yes 18. Was the syringe used during the procedure, after the stylet was removed? No. 19. Was the needle able to be fully retracted before removing from the patient? Yes 20. Was gaining access to the targeted site difficult? No. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 22. Was needle penetration of the targeted site difficult? No. 23. Was the stylet partially removed prior to advancement of needle? No. 24. How many biopsies/passes were obtained with use of this needle? 2 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? No. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? No information provided. 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 01-jul-2025 as the complaint no longer meets the description of a reportable incident (needle cannula kinks distally. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 01-jul-2025 as the complaint no longer meets the description of a reportable incident (needle cannula kinks distally. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Device evaluation: 1 unit of lot c2129248 of echo-hd-22-ebus-p was returned for evaluation opened in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(6) (B)(4). An image was received which showed that syringe conjunction area to be bent. This image will be applicable to (B)(4). The device related to this occurrence underwent a laboratory evaluation on 26 nov 2024. On evaluation of the devices the following observations were made: visual inspection: distal end of needle examined, and kink observed approx. 1.2cm from tip of needle (ruler ipe-0402). Luer of syringe examined and observed to be off centre. Functional inspection: sheath extender able to advance and retract without issue. Needle able to advance and retract without issue. Manufacturing records prior to distribution, all echo-hd-22-ebus-p devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-p of lot number c2129248 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/labelp: the warnings section of the instructions for use, ifu0060 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0060). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to damage to the patient end of the needle during insertion/advancement down the scope after the first successful biopsy resulting in the needle bending distally. It is also possible that the distal part of the needle was kinked due to device handling when the needle was outside the patient during the process of removing the specimen after the first pass. Summary: according to the customer, needle bent with crack at 1cm. Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on the visual and functional inspection. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to damage to the patient end of the needle during insertion/advancement down the scope after the first successful biopsy resulting in the needle bending distally. It is also possible that the distal part of the needle was kinked due to device handling when the needle was outside the patient during the process of removing the specimen after the first pass. Complaints of this nature will continue to be monitored for similar events.